Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was over 400mg/dl which was treated with manual injection. Customer declined to troubleshoot for high blood glucose levels. Customer also mentioned that the pump was cracked where reservoir is screwed in. The o ring was missing and customer was using rubber bands in place. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring, cracked case at reservoir tube window corner and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock or click in place. Pump passed prime test and excessive no delivery test. Unable to perform basic occlusion test, occlusion test and displacement test due to completely broken off reservoir tune lip.